Event description:
The customer reported that the drive support cap was protruded and sticking out. The blood glucose reading was 140mg/dl. Troubleshooting was performed. The caller stated that the device was dropped from time to time while he was in his pajamas and felt out of his pocket. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.